Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error. The initial reporter did not report report that the device had displayed a patient circuit disconnect alarm. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.